Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was confirmed and reproduced. The eval determined the cause to be a failing upper auxiliary assembly. The upper auxiliary assembly was replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed system error 322 when a set was loaded during incoming inspection. It was also reported that there was no pt involvement.